Event description:
It was reported that the protective sheath was stuck on the device and could not be removed from the stent delivery system. The device was not used and was discarded. There was no patient involvement and no clinically significant delay. Another xience xpedition was used without issue. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.